Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, evaluation code has been referenced in the conclusions. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that user did angio-seal placement as always. All steps correctly done. During the last step (sealing) the user felt the resistance of the anchor to the artery wall but the user could not pull back the system. It was reported that the user felt like the collagen was blocked in the sheath. The user pulled the whole system out and had to do manual compression. Hemostasis was achieved after a few minutes of manual compression. No hematoma, no blood loss and no complications for the patient.

Manufacturer narrative:
One used 6 fr angioseal sts plus device was received for evaluation. No accessory components were returned. The returned component was subjected to visual analysis where a blood-like substance was found along the hemostatic sheath and the main body of the device. The carrier tube assembly was mated with the hemostatic sheath and the deployment sleeve was in the rear lock position with the color bands fully exposed. The anchor was observed dangling at the distal tip of the hemostatic sheath with a small portion of the collagen exposed. There was slack in the suture that caused the anchor to not post at the appropriate angle. Microscopic images of the anchor and partially exposed collagen were taken. There was no deformation to the anchor. The collagen had dried blood like substance present on it. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information.